Event description:
The user reported a fuzzy, static noise perception with the device in the previous week. Additionally it was mentioned that the audio sometimes fades out. Re-implantation is being considered, but no date for surgery has been made available.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. Correction: results1 code changed.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally, wire breakages due to excessive mechanical stress were observed. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user_s hearing performance with the device was affected. The user has been reimplanted with a new device on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a fuzzy, static noise perception with the device in the previous week. Additionally it was mentioned that the audio sometimes fades out. Re-implantation is being considered, but no date for surgery has been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a fuzzy, static noise perception with the device. Additionally it was mentioned that the audio sometimes fades out. Further testing will be scheduled.